Event description:
During a follow up, high capture threshold due to lead fracture was noted on the left ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported events of insulation abrasion and inadequate capture threshold were not confirmed.